Manufacturer narrative:
It was reported by the hospital contact that the microcoil of the complaint presidio (pc4181034-30/c33272) got unraveled while it was being delivered. The presidio was safely withdrawn from the patient. The procedure was successfully completed without further issues, and there were no patient injury / complications. However, due to the event the procedure was delayed for 30 minutes. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. There was no unintended detachment of the microcoil observed in the microcatheter or in the vessel. The complaint product has already been disposed. No further information is available. The procedure was the coil embolization of the iia feeder. The patient was a male of unknown dob, whose vessels were mildly torturous but not calcified. A 5fr guiding catheter by cook (model unknown), and a prowler select plus (lot unknown) were used for this procedure. There was no report of resistance. There was no mention of possible entanglement from the physician. There was no report of the already implanted coils getting migrated out from the target site. The presidio will not be returned, therefore the root cause of the coil unraveling during delivery cannot be determined. However procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot (c33272) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. (B)(4). Concomitant medical products and therapy dates: 5fr guiding catheter by cook (model unknown). Prowler select plus (lot unknown).

Event description:
It was reported by the hospital contact that the microcoil of the complaint presidio (pc4181034-30/c33272) got unraveled while it was being delivered. The presidio was safely withdrawn from the patient. The procedure was successfully completed without further issues, and there were no patient injury / complications. However, due to the event the procedure was delayed for 30 minutes. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. There was no unintended detachment of the microcoil observed in the microcatheter or in the vessel. The complaint product has already been disposed. No further information is available. The procedure was the coil embolization of the iia feeder. The patient was a male of unknown dob, whose vessels were mildly torturous but not calcified. A 5fr guiding catheter by cook (model unknown), and a prowler select plus (lot unknown) were used for this procedure. There was no report of resistance. There was no mention of possible entanglement from the physician. There was no report of the already implanted coils getting migrated out from the target site.